Manufacturer narrative:
(B)(4).

Event description:
It was reported that an instance of svc-can, out of range high, hv lead impedance was noted. No other electrical anomalies were noted. The patient will continue to be monitored.